Event description:
It was reported via our sales rep, that a male pt underwent a revision surgery due to the misalignment of the locking screw.

Manufacturer narrative:
Additional information has been requested, and if received, it will be reported on a supplemental report.